Event description:
Nurse noticed the monitor flickering off and on. The monitor was going off and the lights lit up in the bottom right hand corner. Monitor tried a couple of more times, but shut off after a short period of time. No harm to the patient.